Event description:
Healthcare professional reported left side deflation. Physician reported "any creases" observed during surgery. The device has been replaced.

Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported left side deflation. Physician reported "any creases" observed during surgery. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, an opening on anterior, white calcification on the shell, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: a crease sharp opening on radius and a striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a crease sharp opening on radius assessed as fold flaw opening. - a striated opening on anterior assessed as surgical damage. - creases are observed, however, it is not considered as a workmanship due to the device was not received in their original sealed packaging.